Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is pseudoarthrosis. Part numbers, lot numbers, manufacturing dates (if available), expiration dates and UDI (gtin) numbers: ifuse implant, p/n 7050-90, lot# i0267, manufactured 12/20/12, expires 2017-12, UDI (B)(4); ifuse implant, p/n 7040-90, lot# i0256, manufactured 12/26/12, expires 2017-12, UDI (B)(4); ifuse implant, p/n 7045-90, lot# i0291, manufactured 01/17/13, expires 2018-01, UDI (B)(4).

Event description:
In (B)(6) 2013, the patient underwent right side ifuse si joint arthrodesis where three implants were placed. The patient had pain relief for six weeks before the pain symptoms returned. In (B)(6) 2015, the patient had an additional surgery on the right si joint where the surgeon packed bone graft into the posterior aspect of the si joint but the patient's pain persisted. Based on the information provided, it is unlikely that any ifuse implants were adjusted or removed during the (B)(6) 2015 surgery. A diagnostic injection provided complete pain relief to the patient so the surgeon determined that there was pseudoarthrosis of the joint. In (B)(6) 2015, the surgeon performed a revision surgery where he removed two of the implants with chisels and then placed two iliosacral screws in the holes left from the explants. The status of the patient following the surgery is not yet known.